Event description:
Reporter indicated that his vns therapy programming handheld was freezing during interrogation. It was reported that troubleshooting resolved the issue, but that it kept happening again. Handheld and accompanying software were returned to manufacturer for analysis; however, that analysis is not yet complete.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.